Event description:
Litigation papers were received. Papers allege the patient suffers from pain, metalosis and elevated ion levels of chromium and cobalt. Doi: (B)(6) 2007, dor: unknown (left hip).doi: (B)(6) 2007, dor: (B)(6) 2012 (right hip). The patient has been recommended for an asr revision, but has not yet been revised. Specific details regarding the report are unknown.

Event description:
Additional reason for revision: inability to walk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Event description (B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.